Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg29-i10. In the event reported, it was stated that there was no illumination. The anomaly was discovered in the procedure room during use. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. The inspection findings are as follows: light carrying bundle broken; failed wet leak test; distal body chipped; bending rubber glue cracking at distal side; air/ water nozzle glue missing; failed dry leak test; customer complaint confirmed; operation channel- primary slice by accessory; eto vent valve attaching screw broken image dark; leak at biopsy channel (large/ primary) distal side. The device is in the process of being repaired and will be return to the use upon completion. Parts to be replaced: o-rings and seals; distal end assy with tubes bending rubber; adjusting collar; angle wire; light guide fiber bundle; eog valve assy; eog valve tightening screw imp-1. A review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 06jan2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.